Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The manufacturer's field service engineer (fse) advised customer to check the ohm the speakers and see if they are open. The fse asked the customer to swap the connections of both front speakers to see if the speaker needs to be replaced and provided the customer with part number and price to speakers. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. There was no patient.